Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the low bg. Based on the log review, there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 - 45 mg/dl. Cause was not known. Emergency services were called to assist the customer. Details were not given by customer. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the touchscreen times off sooner that expected. Customer continued to use the pump for insulin therapy.